Event description:
A call was received through technical services reporting that there were high svc and hvb impedance readings. A lead fracture was suspected, however, when the device pocket was opened, the lead was easily removed from the device header. The lead impedance tested normally via the analyzer, and it could not be reinserted into the header of the device, so it was determined there was a problem with the connection in the device. The device was explanted and replaced. Additional information was later received with the returned device reporting that when the device was explanted, the hv lead 'popped out' of the header, and the setscrew was secure and tight. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Call was received through technical services reporting that there were high svc and hvb impedance readings. A lead fracture was suspected, however, when the device pocket was opened, the lead was easily removed from the device header. The lead impedance tested normally via the analyzer, and it could not be reinserted into the header of the device, so it was determined there was a problem with the connection in the device. The device was explanted and replaced. Additional information was later received with the returned device reporting that when the device was explanted, the hv lead 'popped out' of the header, and the setscrew was secure and tight. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device operated according to specifications impedance, high.